Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that (B)(6) 2013, she did not hear cgm's alerts while asleep. Patient sought medical intervention the next day on (B)(6) 2013 for treatment of an injured eyelid and bruised face. Patient believes injuries occurred while she was moving around the house, hypoglycemic and confused but does not recall the sequence of the events very clearly. While on the phone with dexcom technical support, cgm's audible and vibratory alerts were tested successfully. Patient has agreed to send her cgm data for dexcom to investigate cgm values around the time of the hypoglycemic event. At the time of her call to dexcom technical support, patient was feeling better.